Event description:
It was reported that, due to capture anomaly patients right ventricular lead was capped on (B)(6) 2017 and replaced. No further information is available at this time.

Event description:
New information received on dec 11, 2018, indicates the lead had an insulation anomaly.